Manufacturer narrative:
Evaluation: results: the ipg was returned with incomplete lead segments in the header, and considerable force was required to extract the lead segments from the header ports. The ipg passed the lead pull-out test during functional testing; no lead pull-out was observed when the leads were properly inserted in the header ports. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received her scs system, including an ipg and percutaneous leads implanted in the occipital area (clinical study for migraines), on (B)(6) 2008. It was reported that the pt fell in (B)(6) 2010, and she consequently lost stimulation. An x-ray revealed that one of the leads had pulled out of the ipg header. The ipg was explanted on (B)(6) 2011 and returned to the manufacturer for analysis. No further issues have been reported for the pt.